Manufacturer narrative:
Device not returned.

Event description:
It was reported that during coil embolization procedure, the delivery wire of the coil was fractured when advanced through the microcatheter. The coil was replaced to complete the procedure. There were no clinical consequences reported due to this event.

Event description:
It was reported that during coil embolization procedure, the delivery wire of the coil was fractured when advanced through the microcatheter. The coil was replaced to complete the procedure. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, it was found that the proximal contact was detached/separated at the proximal contact bond. The delivery wire was kinked/bent but not broken. In case of this complaint, the reported issue was not confirmed based on analysis as it was found that the delivery wire was not broken/fractured but that being said, the proximal contact was detached/separated, and this may have been perceived as being broken. The physician may have reported that the defect incorrectly. Because this complaint appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage was assigned to the as reported and as analyzed issues 'nv - coil proximal contact detached/separated' and 'nv - coil delivery wire kinked bent.' The proximal contact is not a contiguous part that forms the delivery wire but is a subcomponent location at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the detached/separated proximal contact may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.